Event description:
It was reported that the patient faced six infusion set patch did not stick to skin upon insertion on (B)(6) 2026, on (B)(6) 2026, on 0(B)(6) 2026, on (B)(6) 2026, on (B)(6) -2026 and on (B)(6) 2026.

Manufacturer narrative:
MDR (B)(4)/ initial 5 of 6 country: united states of america street: 11045 roselle street suite 200 city: san diego state: ca zip code: 92121 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380